Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified in review of error logs. Error logs point towards failures of communications between fluoro function and generator interface circuit boards. Both circuit boards replaced along with supporting power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 is dropping out of fluoroscope mode intermittently and requires reinitialization. There was no adverse patient involvement reported. There was no patient information reported.